Event description:
The following was reported by the pt's attorney: (B)(6) 2001 - the pt underwent repair of a hernia defect with kugel patch. On (B)(6) 2010 - the pt underwent surgery to explant the kugel patch. The mesh was noted to have migrated and formed into a mass with a sharp edge. Adhesions of the mesh to the pt's intestines were noted." The attorney alleges the pt continued to experience abdominal pain and discomfort after the kugel patch excision. The pt has suffered and will continue to suffer physical pain and harm. The pt was seriously and permanently injured.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the mesh caused or contributed to the reported event. The attorney alleges the pt developed adhesions which is a known adverse event listed in the IFU. The mesh was alleged to have migrated and formed a "mass with sharp edges" upon the explant; however, medical records have not been provided, therefore the fixation at the time of implant is unk. Additionally, no sample was returned for eval. A review of the mfg records was performed and there was no evidence of mfg related cause for the reported event. With the currently available info, no conclusion can be drawn.